Event description:
It was reported that a hair was observed in the artificial urinary sphincter before the surgery. This device was not used. The procedure was completed with another aus. There were no patient complications due to this event.

Event description:
It was reported that a hair was observed in the artificial urinary sphincter before the surgery. This device was not used. The procedure was completed with another aus. There were no patient complications due to this event.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.